Event description:
A customer contacted beckman coulter inc. (Bci) in regards to discordant duplicate glucose (glucm) results generated by unicel dxc 600 synchron clinical system for one patient sample. No erroneous result was reported out of the laboratory. The result was confirmed on an alternate instrument prior to reporting to the physician. The first replicate was 136 mg/dl and the second replicate result was 110 mg/dl. The result of 130 mg/dl was reported after the confirmation. There was no effect to the patient or to the user.

Manufacturer narrative:
Calibration and qc results were within the established specifications. No service call was initiated or requested. A root cause has not been determined for this event.